Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture was observed on the left ventricular (lv) lead. Upon further investigation, the physician noted that the lv lead was dislodged from the implanted position. The lv lead was capped and replaced to resolve the event. The patient was in stable condition following the procedure.